Event description:
It was reported that during a laparoscopic cholecystectomy, the device deployed malformed staples. The appearance of the staples was scissored, straight and j-shaped. Another device was opened to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.